Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4). Endoleak type ii: IFU: according to the conformable gore® tag® thoracic endoprosthesis instructions for use, potential adverse events that may occur and/or require interventions include, but are not limited to, endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment of type b aortic dissection, zone 2, using gore® tag® conformable thoracic stent graft with active control system. Tgm262610j was implanted in the distal side and tgm343415j was implanted in the proximal side. No endoleak was confirmed and the procedure was completed. On an unknown date, the follow-up CT examination showed an endoleak into the false lumen. On (B)(6) 2022, a reintervention was performed. Intraoperative angiography confirmed a proximal type I endoleak and a type ii endoleak from the left subclavian artery. The previously implanted device, tgm343415j, was found to be a lack of apposition at the proximal side due to the incomplete device expansion. As a treatment, an additional stent graft was implanted just below the left common carotid artery. Coil embolization both in the left subclavian artery and into the false lumen was performed. The endoleaks were resolved and the patient was tolerated the procedure. According to the physician, actuating over-angulation control had caused the incomplete device expansion and insufficient device apposition to the vessel wall.